Event description:
The customer states that a patient sample tested for rubella-igg generated a falsely positive result of 38.3 iu/ml. The sample was repeated twice yielding duplicate negative results of 3.8 iu/ml and 3.9 iu/ml. No adverse outcomes were reported related to this issue.

Manufacturer narrative:
(B)(4). An investigation is in process. A follow-up report will be submitted when the investigation is complete.

Manufacturer narrative:
(B)(4). Note: the suspect medical device was changed from list no. 3m74-01 architect analyzer to list no. 6c17-38 rubella igg reagent. The investigation consisted of two levels of an internal rubella igg panel using the same architect rubella igg reagent lot. Each level is made from a human serum-based material and has a known concentration. The first panel is targeted well above the positive cutoff of equal to or greater than 10.0 iu/ml and the second panel is targeted near the positive cut-off. These panels are representative of patient specimens. Testing generated results for both panels within specifications. The results demonstrate that the assay can accurately detect known concentrations of rubella igg. Complaint reports were reviewed and the review did not find any problematic trend in complaint activity that would indicate that the product is performing contrary to its claims. The customer was directed to the specimen collection and preparation for analysis section in the assay's package insert for possible conditions that could cause the observed issue. The investigation determined that this assay is performing acceptably. It is meeting all its safety, effectiveness and label claims.